Manufacturer narrative:
A1-a6: updated to reflect no patient involvement. D3: mfg establishment name updated.

Event description:
It was reported there was an occlusion at a pressure of 8.4 (per square inch) psi. There was unknown patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous related services. The reported issue could not be duplicated; however, a degraded downstream occlusion seal was identified during visual inspection. The dso seal was replaced. The device was calibrated to ensure proper operation. The device then passed all tests.